Manufacturer narrative:
A4: patient weight not provided. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient presented with cardiac fluid retention and symptoms of tamponade. The drainage method was surgery. The patient was day two post operatively for ventricular assist device (vad) implant. The effect of the operation was considered strong, device causality was low but could not be denied.

Manufacturer narrative:
H6: health effect-clinical code, updated manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding and pericardial fluid collection as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 "patient care and management" provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of the effusion and tamponade was unknown but thought to be a postoperative complication. There was bleeding noted, but the blood loss was unknown. The patient's recovery was considered normal.